Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting the trocar during a laparoscopic bariatric surgery, no matter how many times the surgeon pulled the trigger, there was no feeling that the tissue fiber was cut well, and the trocar could not be inserted. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the optical trocar and lens appeared intact. The optical trocar was received inserted into the cannula, prolonged insertion can cause the seals to become stretched. The optical trocar was removed and the seals were observed to be stretched. A functional evaluation found that when the trigger was actuated, the knife blade advanced and cut through the test media. The port failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.